Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device and her normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. During the initial call to lfs, the patient reported obtaining blood glucose readings of ¿311 mg/dl¿ with the subject meter and ¿217 mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ accuracy criteria. During the follow-up call, the patient informed the mss that on (B)(6) 2014 she ¿lost consciousness¿ due to a severe low blood glucose excursion after having taken an increased dose of insulin in response to elevated results she had been obtaining with the subject meter. The patient reported that prior to experiencing the low blood glucose excursion on the evening of (B)(6) 2014 she had tested her blood glucose with the subject meter earlier that day and obtained results of ¿441 mg/dl¿ at 1:58 pm, ¿292 mg/dl¿ at 2:17 pm, and ¿240 mg/dl¿ at 4:56 pm. The patient informed the mss that she manages her diabetes with insulin (novolog and novolin n) and had administered an unspecified amount of novolog insulin in response to the readings she had been obtaining. The patient reported she ¿lost consciousness¿ while at the movies. Her relative contacted emergency services. The patient could only recall regaining consciousness when she was in the ER. She stated she was treated with IV glucose and admitted overnight for observation. At the time of the troubleshooting, the patient informed the customer care advocate (cca) that the test strips appeared in good condition, were not expired or opened past their discard date. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - 11/17/2014. Device evaluation:the lay user/patients meter has been returned on 10/10/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.